Manufacturer narrative:
Product evaluation: a sample was not returned for investigation. The customer's complaint history was reviewed for the period of (B)(6) 2009 through (B)(6) 2010; this is the first event reported regarding this issue for this facility. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. Root cause: constellation system message 3426 complaints have been attributed to leaking cassettes/drain bags. Drain bags have shown acceptable functional test results, however, when the drain bag is in the upper range of the cracking pressure specification (pressure required to open and allow drainage in to the drain bag), leaking may occur a the pump elastomer signaling a system message. Action taken: as a preventive measure, alcon has adjusted inventory of conforming drain bags with cracking pressures in the upper tolerance zone to conforming drain bags with cracking pressures in the lower tolerance zone. Alcon is currently working with the drain bag supplier to evaluate further enhancements to the drain bag design. (B)(4).

Event description:
A nurse reported during a procedure, a system message was received after the aspiration tubing was connected to the vitrectomy probe. The nurse stated, the system had primed with no problems. The system could not be restarted. The customer rebooted the system and switched out the cassettes, then attached the drainbag from the initial cassette. The system was able to be restarted and the surgery was able to be completed. At the end of the procedure, there was bss noted coming out of the cassette housing. There was no pt injury or harm reported.